Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the transmitter (part 9438-01/serial no. (B)(4)), that was being used with the sensor during the reported event of inaccurate blood glucose levels was returned on 04/15/2014. Evaluation of the returned transmitter did not confirm the reported event.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.